Manufacturer narrative:
Pump received with blank display due to corrosion on electronics. Pump had corroded motor home switch. Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is not working as customer swam in sea with it on. Customer's blood glucose was unknown at the time of incident. No further information was given.